Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: initial analysis confirmed the reported no output and no telemetry conditions. During opening of the titanium shield, a por (power on reset) occurred. After the por was cleared, the device had pacing outputs and telemetry functioned properly. Attempts were made to re-induce the conditions, but were not successful. The device was confirmed to be functional (pacing output and telemetry), and extensive digital and memory tests were noted to be passing. In addition, memory dump data yielded no clues regarding the original findings. Because the conditions disappeared during analysis and could not be re-induced, a root cause could not be determined.

Event description:
It was reported that the patient experienced syncope and presented to the physician. Bradycardia, complete block, no output, no telemetry, and no magnet response was found. The device was explanted and replaced. No further patient complications have been reported as a result of this event.